Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that it was unable to recharge in order to be of use. Handheld and accompanying serial cable were returned to manufacturer for product analysis. An analysis was performed and the cause for the reported complaint was found to be associated with a defective serial cable. During the analysis, it was identified that the returned serial cable had an electrical short caused by an exposed shield wire in the dell axim connector plug hood, and this was causing the handheld to blow a fuse. Once the exposed wires were removed, no further anomalies associated with the handheld or serial cable performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.